Event description:
Healthcare professional reported capsular contracture baker grade iii, increase of volume of right breast, capsule thickening with periprotesic liquid probably of inflammatory origin, inflammatory granulomatose reaction to foreign body to material of silicone aspect, and alcl associated to the implant. Histopathological markers cd30+ and alk- have been confirmed. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Health effect- clinical code: e2317. Health effect - impact code: f2203, f2201. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog. Observed yellow capsule. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of seroma-late, granuloma, lymphoma-alcl, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, increase of volume of right breast, capsule thickening with periprotesic liquid, probably of inflammatory origin, inflammatory granulomatose reaction to foreign body to material of silicone aspect, and alcl associated to the implant.